Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive after exposure to moisture. Customer¿s blood glucose was 11.0 mmol/l at the time of incident. Customer reported that battery replacement did not resolve the issue. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test or verify unresponsive keypad due to blank display. Moisture damage was found on the electronic assembly during visual inspection. No moisture damage was found on the motor/force sensor/keypad assembly.